Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was distorted/bent. It was noted that the distal conductor connector pin was bent, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst commented that the lead was returned with bent helix and connector pin.

Event description:
It was reported that during the implant attempt, the right ventricular lead exhibited high impedance, was difficult to position, and the helix would not extend properly. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.